Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the dissection balloon did not inflate when inserted into pt. When removed from the pt and inspected for leaks, none were evident and the staff were still unable to inflate the balloon. No adverse experience for the pt.